Manufacturer narrative:
(B)(4). 00599402212 - articular surface with locking screw 'size striped purple/c d 12 mm height' - 61842102. 00599003420*op1000 - prc agmt block dist sz d 10mm - 63880048. 00599003420*op1000 - prc agmt block dist sz d 10mm - 63162325. 00598801013 - stem extension straight 13mm dia x 100mm length(combined length 145mm) - 63959225. 00598002701 - stemmed tibial component precoat size 1 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 62785418. 00598800126 - tibial half block augment precoat size 1 5 mm thickness - 63917559. 00598802011 - stem extension offset 11mm dia x 100mm length(combined length 145mm) - 63845553. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00972.

Event description:
It was reported that the patient underwent a right knee surgery and approximately 5 years later, experienced sudden onset of pain, clicking, and swelling of the right knee. Subsequently, the patient underwent a revision as the screw from the lcck poly had backed all the way out of the poly and was in the back of the knee. All of the threads were noted to be worn. Only the poly insert was exchanged. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.